Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient was just sitting and just noticed that the cgm reading was not increasing. The patient self-treated with glucose tablets and food, based on the cgm reading low. Around 3 pm the patient was feeling nausea and general exhausted, she decided to call her doctor and the doctor advised her to go to a urgent care facility. At the hospital they took a bg reading via blood work which was 925 mg/dl and the cgm reading was still low. The patient was treated with IV insulin. She was discharged the same day. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and failed. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because an investigation could not be performed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.